Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 565 (mg/dl). Customer delivered a correction bolus to treat bg level. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.